Event description:
Lead has apparent noise on ff channel during complexes only on rv. Other values appear within normal limits. Lead evaluation recommended. Should additional information become available, this file will be updated. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.